Manufacturer narrative:
DHR was reviewed and unit was built according to specification. It was determined that the back hinge had broken where the recline actuator attaches. This failure is what allowed the back to fall as reported. Material and structural testing was done at the parent company. A change in the design of the part was done which improved quality and durability in the hinge attachment area. Device has since been repaired using the updated version of component. It was reported at time of incident, client was evaluated by nursing staff and no physical injuries were noted. Dealer reported approximately 8 days after the incident, client informed them she had received a concussion. Dealer reported they cannot confirm this allegation as client has not provided medical documentation supporting this claim. An evaluation summary is not attached to this report due to a visual inspection being performed in the field to confirm the complaint.

Event description:
Received report of back hinge of c3g seating to have broken allowing back to fall. Client alleges having suffered an injury as a result of the event.